Manufacturer narrative:
(B)(4). As no further information this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to reasonable evidence of separated conductors under the suture sleeve section as seen at a fluoroscopy. No additional adverse patient effects were reported.